Manufacturer narrative:
Gtin: (B)(4).the device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported the patient was burned.

Manufacturer narrative:
Alleged failure: the pin remained blocked in the drill acufex 5.5 mm (from smith and nephew) which led to a burn on the patient. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause could be use of non-stryker guide for drill which resulted in heat creation due to friction. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. The device manufacturer date is not known. (B)(4).

Event description:
It was reported the patient was burned.